Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0213835135, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0213835135, ubd: 27-jun-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal baclofen 500.0 mcg/ml at 450.25 mcg/day via an implantable pump. The indication for use was not reported. It was reported a catheter access port (cap) contrast study was performed on 2019-jan-11; the results were not specified. The device diagnosis was ¿catheter dislodgement¿ (intrathecal/spinal portion). The event resulted in an unscheduled clinic or office visit; the catheter was revised on (B)(6) 2019. The device disposition was ¿not applicable¿. The event was related to the device/therapy. The event was not related to the implant procedure. No symptoms or cause of the issue were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 8781, lot# 0213835135, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient¿s age as of (B)(6) 2018 was (B)(6) years. The event required in-patient or prolonged hospitalization. Despite the gradual increase of the daily dose, the patient¿s spasms worsened and intensified. On (B)(6) 2019, retrograde cerebrospinal fluid (csf) aspiration through the side port acquired no csf. On (B)(6) 2019, a CT-contrast study was performed, which confirmed extradural migration of the catheter tip. The catheter access port (cap) contrast study results showed the contrast was distributed extradurally. The patient was supplied with oral baclofen prior to surgery. It was further clarified that the catheter was explanted and replaced. The clinical diagnosis was ¿worsening of motor neuron disease.¿ the event resolved without sequelae on (B)(6) 2019. It was also reported ¿catheter dislodgement (B)(6) 2019¿ with no context as to what this date was referencing.

Manufacturer narrative:
Product ID: 8781, lot# 0213835135, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a study. The clinical diagnosis was updated from ¿worsening of motor neuron disease¿ to ¿increase of spasticity due to catheter dislodgement¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the catheter was discarded and destroyed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the previous statement ¿catheter dislodgement (B)(6) 2019¿ was referencing the date the event was reported to the device manufacturer; it was not the onset date. The correct onset date was (B)(6) 2018.